Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Your report that the needle did not retract after pressing the button could not be confirmed from the three representative 20ga insyte autoguard units that were received in sealed packaging from lot number 4305275. A functional test showed that each needle fully retracted when the safety mechanism was activated. No delays or defects were noted on the returned samples. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: we have had several instances where the needle did not retract after pressing the button on some IV catheters. This is a safety issue for both pt and staff. I have been hearing it from multiple people throughout multiple days. Unfortunately, it is a huge safety issue not only with the patients but also with the nurses and we cannot have this happening as we place ivs in over 70+ patients a day. A nurse inadvertently "poked" a patient, when the needle did not retract. Customer response: mon on (B)(6) 2025 9:44 am. It was mentioned as "one needle didn't even retract at all. A nurse inadvertently "poked" a patient, when the needle did not retract." Can you please provide an exact date of this event? 3-24-2025. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Needle not retracting, one pt got poked.